Event description:
A us distributor contacted zoll to report that a patient developed a pink burn like irritation with scarring under the electrode of the lifevest equipment. There is no indication that the patient received medical intervention for an injury caused by the lifevest. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.